Manufacturer narrative:
(B)(4) (unable to speak). (B)(4).

Event description:
The pt had a pocket fill 4 years ago and was admitted to the hosp for 3 days. The pt was unable to speak. The medication being delivered via the device system was dilaudid. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.